Event description:
Per the information provided to the co by the physician's office, the device was removed due to "defective tubing." As reported to the co the entire device was removed and replaced with same model prosthesis, produced by the same manufacturer.

Manufacturer narrative:
A resipump, two cylinders and a rear tip extender were returned for evaluation. The pump was returned attached to cylinder #2. A portion of monofilament was noted protruding from the distal end of the tubing exiting cylinder #2 which indicated the tubing at that site had been over-extended and/or torqued for an extended period of time. Testing of the returned components revealed a leakage site in the tubing exiting the serialized outlet of the pump. Microscopic examination of the distal tubing ends of the tubing exiting the nonserialized outlet of the pump and of cylinder #2 revealed that it was stress induced. Examination of the leakage site in the tubing exiting the serialized outlet revealed that the site was surrounded by a confined area of abrasion. The area was abraded through the first layer of tubing such that the monofilament below was exposed. A small separation was noted in the inner layer of tubing which also had markings indicating stress induced rending. Another separation was noted in the tubing exiting the serialized outlet adjacent to the strain relief. This site also has markings indicating it was stress induced, but it does not leak. Based on qa's examination and the info provided, quality assurance concluded that while in-vivo the tubing exiting the serialized outlet was kinked and abrading against itself and that the tubes were torqued and/or over-extended for an extended period of time. This in combination with device usage over time contributed sufficient stress(s) to rend the tubing at all noted sites. This first two sites would have allowed the loss of fluid and rendered the device inoperable. Thus, quality assurance accepts the report of "malfunction" as the cause for surgical intervention.